Event description:
The customer reported via phone call that he was trying to deliver a bolus and noticed the act button on the insulin pump was not responding, he pushed some buttons and started working but then changed the battery and now the esc button does not work. Blood glucose value was 114 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The esc button on the insulin pump had intermittent response due to corroded keypad traces. The device had cracked reservoir tube lip, cracked at the display window corner, minor scratches on the lcd window and on the reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.